Event description:
The customer reported that during a low anterior resection, the jaws of the device would not reopen. It is unknown if the device was applied to tissue at the time, and if so, how the device was removed from the tissue another device was opened and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.